Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and suggested further testing. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting increased threshold measurements and pacing impedance measurements on the left ventricular (lv) channel. Impedance measurements were greater than 2000 ohms and there was no capture when programmed lv ring to right ventricle (rv). The lead configuration was reprogrammed to lv tip to rv which produced an impedance measurement of 480 ohms and good thresholds. However, testing produced a measurement greater than 2500 ohms when the patient took a deep breath. No adverse patient effects were reported.